Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The full lead was returned, analyzed and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that an undefined problem was visualized at the final spiral of the right ventricular (rv) lead¿s superior vena cava (svc) coil. The lead was removed and replaced with a new rv lead. No patient complications have been reported as a result of this event.